Manufacturer narrative:
As outlined in the IFU, the operator should not over-inflate balloon when modeling graft in vessel. The event reported that the physician over-inflated the balloon.

Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system on the left side and a contralateral leg component for the treatment of a 4.9cm abdominal aortic aneurysm. During ballooning of the contralateral leg component with a qxmedical q50-65p stent graft balloon catheter, the common iliac artery was ruptured. It was reported the common iliac artery measured 13mm, and the balloon was inflated to 18mm.